Event description:
It was reported that balloon pinhole occurred. The chronic totally occluded target lesion was located in the severely tortuous and severely calcified iliac vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for post-dilatation. However, during inflation, the pressure did not increase and upon checking the balloon, a hole was noted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm proximal of proximal markerband. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon pinhole occurred. The chronic totally occluded target lesion was located in the severely tortuous and severely calcified iliac vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for post-dilatation. However, during inflation, the pressure did not increase and upon checking the balloon, a hole was noted. The procedure was completed with a different device. No patient complications were reported.